Event description:
The account alleged that one of the head siderails is damaged and will not latch. There were no injuries and the biomed didn't know if a pt had been in the bed.

Manufacturer narrative:
Repairs have not been completed.